Event description:
Lawsuit alleges the pt underwent surgery in 2004. During the surgery, a connection was cut resulting in an urepairable device. The pt had undergone continuing medical treatment and has spent "considerable sums of money". The device was explanted but not returned to the MFR for analysis. A follow-up report will be sent if additional info is received.